Event description:
It was reported that during the insertion of the web embolization device into a via, an assistant physician accidentally made a kink in the delivery wire. The procedure was continued as it was, and the implant was positioned in the a-com. The detachment was attempted, but the implant was not detached. Mechanical detachment was also attempted, and a wdc2 controller was replaced with another wdc2, but the implant still could not be detached. The web and via were withdrawn and removed from the patient. Upon inspection after the retrieval, the web showed no signs of detachment, and the wdc2 light showed green. The procedure was changed to coiling and was successfully completed. The patient outcome was no health damage.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.